Event description:
The resident was transferred with a ceiling lift and a clip sling. The two caregivers placed the clips on the flat dynamic positioning system (dps). As they lifted the resident, one clip on one of the wider point fell off. The resident fell to one corner but was caught by the care givers. The resident suffered a hematoma to the left side of the face which was treated with minor first aid.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4) on behalf of the importer (B)(4)). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.